Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia and the type of the hernia was not reported. On the same day the event occurred, the patient was hospitalized to undergo hernia repair surgery. No further information was provided regarding the outcome of the hernia event. It was not reported if dianeal therapy was ongoing. No additional information is available.